Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on november 19, 2024 with lot number 3022837. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed an opening device assessed as unidentified (tear) opening. (Shell thickness within specification) as per the investigation procedure, non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. Record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.